Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified vessel. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent was caught on the calcium and was pushed back onto the catheter. The balloon was inflated in the lesion but no stent was deployed because the stent was on the stent catheter and not on the balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The stent had moved proximally on the balloon with the majority of the stent on the distal shaft. The entire length of the stent was stretched with struts lifted along the length. Due to the stent movement and damage, an undamaged stent outer diameter)measurement was not possible to obtain. The balloon cones were reviewed, and issues were noted. The balloon appeared inflated and deflated with balloon folds relaxed. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified vessel. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent was caught on the calcium and was pushed back onto the catheter. The balloon was inflated in the lesion but no stent was deployed because the stent was on the stent catheter and not on the balloon. There were no patient complications reported.